Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. There was rust found in the air/water channel in addition to the nozzle being clogged. In addition, the device evaluation found that the bending section rubber had a leak, the light guide rod lens was chipped and had an exposed sharp edge, the distal end cover had a exposed sharp edge, the metal braid of the insertion section was distorted, the connecting tube had coating peeling off, the air/water nut had paint peeling off, the suction cylinder nut had paint peeling off, the plug unit housing was damaged, and the up/down/right/left knobs had play. There were scratches on the charged coupled device cover lens, the connecting tube, and the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a problem with the air system. Inspection and testing of the returned device found the nozzle was clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause of the rust occurring inside air/water (a/w) channel the reported event is unable to be determined. However, the cause of the reported event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.